Event description:
The surgeon reported that the pt has fractured the tibial component of her custom distal femoral replacement implant which was implanted in (B)(6) 2010. The pt was revised on (B)(6), 2015 using standard mets tibial components. The femoral component and tibial bearing were left in situ as they were well fixed. The revision procedure was completed successfully without incident.

Manufacturer narrative:
The patient underwent a successful revision using a mets tibial component. No complications were reported. A review of the patient's radiographs confirm the reported fracture of the tibial component. While the initial MDR stated that the device had been returned and provided the results of the preliminary evaluation, the returned explant return cannot be located. Thus a final analysis of the explant cannot be performed. No abnormalities were identified during manufacture. No further information is available. Therefore a definitive root cause cannot be determined. The complaint is being closed and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00056 ((B)(4)).

Manufacturer narrative:
The mfg history records have been reviewed and it has been confirmed that the device was manufactured within spec with no abnormalities or deviations. A review of the pt's radiographs confirms a fracture of the tibial component. Additionally, a preliminary eval of the explanted device returned on (B)(6) 2015 confirms a fracture of the tibial component, however the final device eval results are pending. Further pt and event specific info has been requested. Upon receipt of this info, the returned device eval will be completed and a supplemental report will be provided. Please note that this custom implant is similar to the mets modular distal femur ((B)(4)).